Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was alone at home and was ¿feeling low¿ (no physical symptoms reported) and his cgm was reading 90 mg/dl. No bg meter comparison taken at this time. At 11:00 am, the patient lost consciousness. The patient reported regaining consciousness on his own at 11:15 am. Upon waking, the patient tested his bg via fingerstick, and it was 25 mg/dl while his cgm was continuing to read 90 mg/dl. The patient called an ambulance and was transported to the emergency room (ER). At the ER, the patient was treated with ¿glucose shots¿ and recovered after treatment. The patient was discharged home a few hours later when his bg meter reading was 90 mg/dl. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.